Manufacturer narrative:
For the reported malfunction, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5052j pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is female; however age and weight were not provided.